Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v693797, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had the interstim device and it ¿did not appear to be working.¿ this issue began ¿maybe¿ a month prior. The patient wanted to know what the programmer screen looked like indicating that it was on. When attempting to troubleshoot, the patient reported seeing the replace programmer batteries warning screen. It was indicated the patient was to try changing batteries later and call back if the issue persisted. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Information received later indicated that patient received assistance from manufacturer representative and do not have concerns with device or therapy.